Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A facility representative reported the laser system was losing the pupil during refractive ablation; the treatment was completed. The remaining cases were cancelled. Additional information has been requested.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. At the visit on site the fse (field service engineer) could reproduce the reported issue and found an intermitted potentiometer on the eyetracker. To fix this issue the engineer replaced the full control panel. The potentiometer is a sensible part which is one of the most affected parts by wear. The root cause could be identified as a worn eye tracker potentiometer on the control panel. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. Failure investigation shows: control panel was connected to the test system . Eye tracker test was executed using test target and was tested for functionality on 3 sizes of pupils. Test result: failure could not be reproduced. Failure not confirmed. Control panel works as intended, met specifications. The root cause for pupil lost and light flickering could not be identified as the failure analysis shows the control panel works as intended and met specifications. The control panel was replaced as a preventive measure. The manufacturer internal reference number is: (B)(4).